Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during an implant attempt, the helix would not extend even after 20 + turns. Another lead was placed. No patient complications have been reported as a result of this event. It was reported that during an implant attempt, the helix would not extend after more than twenty rotations. Another lead was placed. No patient complications have been reported as a result of this event.